Event description:
It was reported that a patient underwent an urology procedure on 01/01/2023 and suture was used. During the procedure, the suture is broken, suture needle is separated and the needle is searched inside the patient's abdomen with the help of x-ray in the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it has been reported that there was a broken suture and a detached suture needle. Could you please confirm whether both issues occurred in a single suture or if multiple sutures are involved? It's a misunderstanding. There is only one suture intruded and it came off the needle. What measures were taken to retrieve the broken piece? They used x-rays. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Device return status. Please document the shipment tracking number: the device is already in the offices of j&j. It will be sent by the quality team. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received, one suture that pertain to the product code vcp433h. Upon visual inspection of the returned sample, it could not be observed the insertion mark on the strand and no issues related to breakage suture were noted during evaluation. In addition, the needle was not returned to determine the assignable cause. The product code vcp433h. Contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test cannot be performed. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.